Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer states they passed out due to medication taking for depression and woke up to paramedics treating him. The customer's blood glucose level at the time of incident was 19mg/dl. The customer's most current level was 58mg/dl. The customer states they treated the low with food. The customer states they would monitor the device and call back if issues persist. The customer mentioned depression caused due to their diabetes, and financial hardships. The customer expressed contemplating suicide, and the customer was advised medtronic would assist in providing emergency supplies. The customer was advised they would be contacted at a later time.